Event description:
Philips received a complaint on the v200 ventilator indicating that there were lines going across the display of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had been unable to reproduce the alleged display issue in the biomedical shop. The rse advised the customer that the v200 ventilator was end-of-life (eol), so no replacement parts were available to be ordered from philips. The rse provided the customer with the 2nd generation liquid crystal display (lcd) part information. In a good faith effort (gfe) response from the authorized service provider (asp), it was confirmed that the device was not repaired with a replacement lcd. The error could not be duplicated, but it was feared that the issue would occur again while in use, so the eol notice was attached to the file on the device before the device was taken out of service. The v200 ventilator will not be returned to service due to the end-of-life (eol) status and lack of repair support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.